Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis did not identify any changes to the device as a result of undergoing off-label scans. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was returned for analysis following device explant due to normal battery depletion (nbd). It was noted this device had previously underwent magnetic resonance imaging (MRI) scans that were considered off-label because this pacemaker system consisted of leads from different manufacturers. No adverse patient effects were reported.